Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure in which the unit was in use, it was noticed that the handpiece was burning the right side of the patient¿s chest. They immediately stopped operating to investigate the machine and why this had occurred. It was discovered that the monopolar forceps were plugged into the port labeled monopolar 1 and the finger switch handpiece was plugged into monopolar port 2.they believed that as the surgeon pressed on the peddle to operate the monopolar forceps it activated the finger switch hence burning the patient. They immediately changed them over and continued with the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.